Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of carefusion a subsidiary of bd final investigation. (B)(4).

Event description:
Account had an occurrence of a pleurx valve pulling off of pleurx catheter no additional information provided to customer advocacy. 03/23/2017- customer advocacy received facility reported medwatch: "pt came to facility to have right pleurx drain checked as wife states it is not flushing and x-ray and ultrasound show right pleural effusion. Patient lying supine on stretcher with head of bed up approximately 45 degrees. Provider removed dressing and insertion site looks benign, provider attempted to flush tube with 10cc sterile normal saline which caused the valve to pop off. Provider immediately placed catheter back in tube and catheter removed on 2017". Implant date (B)(6) 2016, explant date (B)(6) 2017. Mw5068409.

Manufacturer narrative:
(B)(4). The investigation was not able to confirm the defect of disconnected valve from the sample analyzed. The investigation was not able to confirm the defect (disconnected at the valve). The sample did not appear to have any manufacturing deficiency as the tubing was flush with the side of the valve and the valve could not pull the catheter down with a significant amount of pulling force. Consequently, a probable root cause was not identified for this failure mode. Since we are unable to determine the root cause, no corrective actions are taken. This complaint will be entered into the complaint management system and will be tracked / trended for future occurrences.